Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate the reported event; however the programmer error log confirmed the event. Analysis found the keyboard and right keyboard hinge are broken. Missing keyboard screws found within the programmer. The system fan was found intermittently noisy. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer crashed mid patient check. Reboot of the programmer did nothing, nor did service disk. The programmer was returned for repair. No patient complications were reported as a result of this event.